Event description:
This rv lead was implanted on (B)(6)2007 and still remains implanted at this time. In a case on (B)(6)2018 it was noted that the lead exhibited increased threshold measurements and intermittent increases in pacing impedance measurements resulting in high out of range measurements greater than 2,000 ohms. There was no known information about the facility and physician. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).